Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The device had evidence of physical damage. The device's blower motor needs replaced to address the issue. During evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs replaced to address the issue.